Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when patients healing complications occurred. Device will not be coming back. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision of the left ankle due to failed fixation was performed on (B)(6) 2015. The original procedure was performed on (B)(6) 2015. Removed hardware includes two cortex and two cannulated screws, all intact. The patient was revised to plating of the fibula and medial malleolus and syndesmosis screws. The procedure was successfully completed with no surgical delays. This report is 3 of 4 for (B)(4).